Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddr llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality-safety evaluation received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abdominal pain, heavy bleeding (seen as genital bleeding) and left ovary with adnexal mass. Abdominal pain and genital bleeding are anticipated in the reference safety information for essure while left ovary with adnexal mass is unanticipated. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanations, causality between these both event and suspect insert cannot be excluded. Adnexal masses differential diagnosis is extensive and, without histopathologic tissue diagnosis, a definitive diagnosis is generally precluded. Functional cysts may be the result of variation in normal follicle formation. Mature cystic teratoma may be the result of abnormal germ cell proliferation. Endometriomas are thought to result from retrograde menstruation or coelomic metaplasia; and the exact cause of epithelial neoplasms is unknown, but recent studies have suggested a complex series of molecular genetic changes is involved. Thus, based method of local, mechanical action of essure and on the physiopathology/etiology of most common adnexal masses, this event was assessed as unrelated to essure use. This case was regarded as incident since device removal was required (already scheduled). Other nonserious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain (severe )"), adnexa uteri mass ("left ovary with adnexal mass / tumor / teratoma / cancer : adnexal mass (type teratoma)") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. 624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 1991, (B)(6) 1996,)) and radius fracture. Previously administered products included for an unreported indication: depo provera from 2008 to 2009 and birth control pills. Concurrent conditions included overweight. Concomitant products included ibuprofen (advil) and paracetamol (tylenol). In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), adnexa uteri mass (seriousness criterion medically significant) and weight increased ("weight gain"). On 4-nov-2009, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/ menstrual pain(severe at times)") and back pain ("back pain (moderate to severe)"). In 2011, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (had hysterectomy with bilateral salpingectomy, unilateral oophorectomy) and surgery (had hysterectomy with bilateral salpingectomy, unilateral oophorectomy). Essure was removed on 6-feb-2017. At the time of the report, the pelvic pain, adnexa uteri mass, genital haemorrhage, dysmenorrhoea, back pain, weight fluctuation, uterine leiomyoma and weight increased outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, adnexa uteri mass, alopecia, back pain, dysmenorrhoea, genital haemorrhage, pelvic pain, uterine leiomyoma, weight fluctuation and weight increased to be related to essure. The reporter commented: consumer is currently scheduled to undergo removal of her uterus, fallopian tubes, essure coils and left ovary with adnexal mass on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc(product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain (severe )"), adnexa uteri mass ("left ovary with adnexal mass / tumor / teratoma / cancer : adnexal mass (type teratoma)") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 1991, (B)(6) 1996,)) and radius fracture. Previously administered products included for an unreported indication: depo provera from 2008 to 2009 and birth control pills. Concurrent conditions included overweight. Concomitant products included ibuprofen (advil) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted.in 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), adnexa uteri mass (seriousness criterion medically significant) and weight increased ("weight gain"). In 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/ menstrual pain(severe at times)") and back pain ("back pain (moderate to severe)"). In 2011, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (had hysterectomy with bilateral salpingectomy, unilateral oophorectomy) . Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, adnexa uteri mass, genital haemorrhage, dysmenorrhoea, back pain, weight fluctuation, uterine leiomyoma and weight increased outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, adnexa uteri mass, alopecia, back pain, dysmenorrhoea, genital haemorrhage, pelvic pain, uterine leiomyoma, weight fluctuation and weight increased to be related to essure. The reporter commented: consumer is currently scheduled to undergo removal of her uterus, fallopian tubes, essure coils and left ovary with adnexal mass on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddr llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2018:follow up from pfs &mr- events added: pain, weight gain and hair loss. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abdominal pain ('abdominal pain (severe )') in a 39-year-old female patient who had essure (batch no. 624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (((B)(6) 1991, (B)(6) 1996,)), radius fracture, hemorrhagic cyst, rectal bleeding and painful defaecation. Previously administered products included for an unreported indication: depo provera from 2008 to 2009 and birth control pills. Concurrent conditions included overweight. Concomitant products included ibuprofen, ibuprofen and paracetamol (tylenol). In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and adnexa uteri mass ("left ovary with adnexal mass / tumor / teratoma / cancer : adnexal mass (type teratoma)") and was found to have weight increased ("weight gain") and teratoma ("teratoma"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/ menstrual pain(severe at times), cramping") and back pain ("back pain (moderate to severe)"). In (B)(6) 2010, the patient experienced rash ("rashes or skin condition type"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2013, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), dizziness ("dizziness"), abscess neck ("poss abscess to neck") and cough ("cough") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (had hysterectomy with bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, adnexa uteri mass, weight fluctuation, uterine leiomyoma, weight increased, teratoma, rash, dizziness, abscess neck and cough outcome was unknown and the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abscess neck, adnexa uteri mass, alopecia, back pain, cough, dizziness, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, rash, teratoma, uterine leiomyoma, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: consumer is currently scheduled to undergo removal of her uterus, fallopian tubes, essure coils and left ovary with adnexal mass on (B)(6) 2017. Discrepancy noted in date of insertion (B)(6) 2008. Current weight 205 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion 1. Bilateral micro-inserts in satisfactory position. 2. Bilateral fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: extension of expected date of next report for ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain (severe )"), adnexa uteri mass ("left ovary with adnexal mass / tumor / teratoma / cancer : adnexal mass (type teratoma)") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. 624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 1991, (B)(6) 1996,)) and radius fracture. Previously administered products included for an unreported indication: depo provera from 2008 to 2009 and birth control pills. Concurrent conditions included overweight. Concomitant products included ibuprofen (advil), ibuprofen (motrin) and paracetamol (tylenol). In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), adnexa uteri mass (seriousness criterion medically significant), weight increased ("weight gain") and teratoma ("teratoma"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/ menstrual pain(severe at times)") and back pain ("back pain (moderate to severe)"). In 2011, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (had hysterectomy with bilateral salpingectomy, unilateral oophorectomy) and surgery (had hysterectomy with bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, adnexa uteri mass, genital haemorrhage, dysmenorrhoea, back pain, weight fluctuation, uterine leiomyoma, weight increased and teratoma outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, adnexa uteri mass, alopecia, back pain, dysmenorrhoea, genital haemorrhage, pelvic pain, teratoma, uterine leiomyoma, weight fluctuation and weight increased to be related to essure. The reporter commented: consumer is currently scheduled to undergo removal of her uterus, fallopian tubes, essure coils and left ovary with adnexal mass on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-sep-2018: plaintiff fact sheet- event teratoma was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abdominal pain ('abdominal pain (severe )'), adnexa uteri mass ('left ovary with adnexal mass / tumor / teratoma / cancer : adnexal mass (type teratoma)') and genital haemorrhage ('heavy bleeding / abnormal bleeding (general)') in a 39-year-old female patient who had essure (batch no. 624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (((B)(6) 1991, (B)(6) 1996,)), radius fracture, hemorrhagic cyst, rectal bleeding and painful defaecation. Previously administered products included for an unreported indication: depo provera from 2008 to 2009 and birth control pills. Concurrent conditions included overweight. Concomitant products included ibuprofen, ibuprofen, ibuprofen (motrin) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and adnexa uteri mass (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and teratoma ("teratoma"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/ menstrual pain(severe at times), cramping") and back pain ("back pain (moderate to severe)"). In (B)(6) 2010, the patient experienced rash ("rashes or skin condition type"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight fluctuation ("weight fluctuations") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (had hysterectomy with bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, adnexa uteri mass, genital haemorrhage, weight fluctuation, uterine leiomyoma, weight increased, teratoma and rash outcome was unknown and the abdominal pain, dysmenorrhoea, back pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, adnexa uteri mass, alopecia, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, rash, teratoma, uterine leiomyoma, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: consumer is currently scheduled to undergo removal of her uterus, fallopian tubes, essure coils and left ovary with adnexal mass on (B)(6) 2017. Discrepancy noted in date of insertion (B)(6) 2008. Current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion: 1. Bilateral micro-inserts in satisfactory position. 2. Bilateral fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: follow up 9 and 10 process together. Pfs received events " abnormal bleeding (vaginal, menorrhagia), rashes" were added. Outcome of events "abnormal bleeding, cramping and back pain" were updated as recovered. Date of lab data was updated. On 18-dec-2019: follow up 9 and 10 process together. Medical history and reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abdominal pain ('abdominal pain (severe )'), adnexa uteri mass ('left ovary with adnexal mass / tumor / teratoma / cancer : adnexal mass (type teratoma)') and genital haemorrhage ('heavy bleeding / abnormal bleeding (general)') in a 39-year-old female patient who had essure (batch no. 624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (((B)(6) 1991, (B)(6) 1996,)), radius fracture, hemorrhagic cyst, rectal bleeding and painful defaecation. Previously administered products included for an unreported indication: depo provera from 2008 to 2009 and birth control pills. Concurrent conditions included overweight. Concomitant products included ibuprofen, ibuprofen and paracetamol (tylenol). In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and adnexa uteri mass (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and teratoma ("teratoma"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/ menstrual pain(severe at times), cramping") and back pain ("back pain (moderate to severe)"). In (B)(6) 2010, the patient experienced rash ("rashes or skin condition type"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight fluctuation ("weight fluctuations") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (had hysterectomy with bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, adnexa uteri mass, weight fluctuation, uterine leiomyoma, weight increased, teratoma and rash outcome was unknown and the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, adnexa uteri mass, alopecia, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, rash, teratoma, uterine leiomyoma, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: consumer is currently scheduled to undergo removal of her uterus, fallopian tubes, essure coils and left ovary with adnexal mass on (B)(6) 2017. Discrepancy noted in date of insertion (B)(6) 2008. Current weight 205 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion bilateral micro-inserts in satisfactory position. Bilateral fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: information received via pfs. Outcome of event abnormal bleeding changed to resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abdominal pain ('abdominal pain (severe )') in a 39-year-old female patient who had essure (batch no. 624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (((B)(6) 1991, (B)(6) 1996,)), radius fracture, hemorrhagic cyst, rectal bleeding and painful defaecation. Previously administered products included for an unreported indication: depo provera from 2008 to 2009 and birth control pills. Concurrent conditions included overweight. Concomitant products included ibuprofen, ibuprofen and paracetamol (tylenol). In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and adnexa uteri mass ("left ovary with adnexal mass / tumor / teratoma / cancer : adnexal mass (type teratoma)") and was found to have weight increased ("weight gain") and teratoma ("teratoma"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/ menstrual pain(severe at times), cramping") and back pain ("back pain (moderate to severe)"). In (B)(6) 2010, the patient experienced rash ("rashes or skin condition type"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2013, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), dizziness ("dizziness"), abscess neck ("poss abscess to neck") and cough ("cough") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (had hysterectomy with bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, adnexa uteri mass, weight fluctuation, uterine leiomyoma, weight increased, teratoma, rash, dizziness, abscess neck and cough outcome was unknown and the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abscess neck, adnexa uteri mass, alopecia, back pain, cough, dizziness, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, rash, teratoma, uterine leiomyoma, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: consumer is currently scheduled to undergo removal of her uterus, fallopian tubes, essure coils and left ovary with adnexal mass on (B)(6) 2017. Discrepancy noted in date of insertion (B)(6) 2008. Current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion 1. Bilateral micro-inserts in satisfactory position. 2. Bilateral fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abdominal pain ('abdominal pain severe ') in a 39-year-old female patient who had essure (batch no. 624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (B)(6) 1991, (B)(6) 1996, radius fracture, hemorrhagic cyst, rectal bleeding and painful defaecation. Previously administered products included for an unreported indication: depo provera from 2008 to 2009 and birth control pills. Concurrent conditions included overweight. Concomitant products included ibuprofen, ibuprofen and paracetamol (tylenol). In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and adnexa uteri mass ("left ovary with adnexal mass / tumor / teratoma / cancer : adnexal mass type teratoma") and was found to have weight increased ("weight gain") and teratoma ("teratoma"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/ menstrual pain(severe at times), cramping") and back pain ("back pain moderate to severe"). In (B)(6) 2010, the patient experienced rash ("rashes or skin condition type"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In 2013, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding general"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), dizziness ("dizziness"), abscess neck ("poss abscess to neck") and cough ("cough") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (had hysterectomy with bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, adnexa uteri mass, weight fluctuation, uterine leiomyoma, weight increased, teratoma, rash, dizziness, abscess neck and cough outcome was unknown and the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abscess neck, adnexa uteri mass, alopecia, back pain, cough, dizziness, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, rash, teratoma, uterine leiomyoma, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: consumer is currently scheduled to undergo removal of her uterus, fallopian tubes, essure coils and left ovary with adnexal mass on (B)(6) 2017. Discrepancy noted in date of insertion (B)(6) 2008. Current weight 205 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. 1. Bilateral micro-inserts in satisfactory position. 2. Bilateral fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: extension of expected date of next report. On 13-apr-2020: information received via medical records. Added the new events of 'poss abscess to neck, cough, and dizziness'. Updated the reporter details. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), adnexa uteri mass ("left ovary with adnexal mass") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), adnexa uteri mass (serious criterion medically significant), genital haemorrhage (serious criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), weight fluctuation ("weight fluctuations") and uterine leiomyoma ("uterine fibroids"). At the time of the report, the abdominal pain, adnexa uteri mass, genital haemorrhage, dysmenorrhoea, back pain, weight fluctuation and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, adnexa uteri mass, genital haemorrhage, dysmenorrhoea, back pain, weight fluctuation and uterine leiomyoma to be related to essure. The reporter commented: consumer is currently scheduled to undergo removal of her uterus, fallopian tubes, essure coils and left ovary with adnexal mass on (B)(6) 2017. This report is made by bayer without prejudice and does not imply any admission or liability for the incident or its consequences. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 29-dec-2016: legal claim provided. Adnexal mass added as adverse event and case was upgraded to incident. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abdominal pain, heavy bleeding (seen as genital bleeding) and left ovary with adnexal mass. Abdominal pain and genital bleeding are anticipated in the reference safety information for essure while left ovary with adnexal mass is unanticipated. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanations, causality between these both event and suspect insert cannot be excluded. Adnexal masses differential diagnosis is extensive and, without histopathologic tissue diagnosis, a definitive diagnosis is generally precluded. Functional cysts may be the result of variation in normal follicle formation. Mature cystic teratoma may be the result of abnormal germ cell proliferation. Endometriomas are thought to result from retrograde menstruation or coelomic metaplasia; and the exact cause of epithelial neoplasms is unknown, but recent studies have suggested a complex series of molecular genetic changes is involved. Thus, based method of local, mechanical action of essure and on the physiopathology/etiology of most common adnexal masses, this event was assessed as unrelated to essure use. This case was regarded as incident since device removal was required (already scheduled) other nonserious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. A product technical analysis update is expected. Further information will be obtained through the litigation process.